Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead had dislodged. It was suspected that the lead may have also exhibited a loss of capture. The lead was successfully explanted and replaced. The patient was in stable condition post surgery.